Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a higher sensor scan while wearing the adc freestyle libre sensor compared to a competitor¿s brand meter. On (B)(6) 2021, a sensor scan of 120 mg/dl - 140 mg/dl was compared to a capillary result of 40 mg/dl on the competitor's brand meter, and the customer experienced difficulty thinking straight. Healthcare provider contact was made where an unknown laboratory blood glucose test was obtained and the customer was provided unspecified IV medication and "gel" for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.